Event description:
The customer reported that at 12 pm during a tpn infusion a tear was discovered in the pumping segment, which resulted in leaking. The physician ordered the tpn to be stopped and replaced with unspecified IV fluids until the next tpn bag which was scheduled for 1730. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a leak was confirmed. No cracks, crazing, or breaks on the components of the set; were noted during the initial visual inspection and no holes or tears were observed. Functional testing was performed and a leakage was noted from 2 tears on the silicone segment just below the outlet of the upper fitment. The root cause of the leak was identified as tears on the silicone segment. Although the origin of the tears was not identified it is possible that they occurred during use because there is no report that the leakage occurred during priming.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.